Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device with articulating medium/thick reload. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a sleeve procedure, the device was being used for stapling. The manual stapling handle did not work and the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. They replaced the stapler in order to resolve the issue and complete the case. There was no patient harm.